Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure and a sling procedure in late 2008. Seventeen days later, it was found that the patient had a blood clot in the left leg. The patient had complaints of left leg pain and was sent for a doppler exam. Multiple blood clots were noted in the left leg. The patient is scheduled for a thrombectomy.

Manufacturer narrative:
Blood clots occured - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria.